Event description:
A facility representative reported that during an implantable collamer lens (icl) implantation procedure, the lens tore upon implant. The lens was replaced with another staar lens. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).